Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for blackout the failure is caused by a component failure of the charged coupled device unit and for interruption of the light guide bundle is traced to a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited blackout, charged coupled device defective, interruption of the light guide bundle and component failure of the light guide bundle. There was no patient involvement.